Event description:
It was reported that the patient presented for a scheduled procedure. It was noted during device interrogation pre procedure that the patient's right ventricular lead was not capturing at high output. Since the patient was receiving a new epicardial lv lead, the physician agreed to do programming changes on the rv lead. A new device and lv lead was accommodated, and programming changes were performed. The patient was in stable condition.